Event description:
Report received from carefusion tech call center of an over infusion. Per tech specialist "a cardiac medication in 100 ml bag infusing at 10 ml/hr and after 1 hour the bag was empty. No patient injury. Rate on channel after restore shows 100 ml per hr." Customer reported diltiazem 100 mg/100 ml was started at 5 ml/hr (5 mg/hr). A new order was received and the rate was increased to 10 ml/hr (10 mg/hr). Approximately one hour after the rate was increased to 10 ml/hr, the user noted the entire 100 ml bag was empty. There was no patient harm and no medical intervention was required. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.